Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Event description:
According to the available information, the patient applied some nair to his scrotum for hair removal and now they are unable to completely deflate the device. It is bothersome as auto inflation is making concealment difficult. The scrotum and pump seem fine.